Event description:
Exposed and frayed wires of the power supply cable were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. There was no damage noted to the power extension cable or the power cord. A standard power supply was connected to the unit, and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This complaint does not fall under the fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.